Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under her left breast and was spreading to the right side as well. Patient described it painful and about to open, and that it like a yeast infection. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a powder and nystatin by a physician. Follow up indicated that the patient discontinued use and the skin improved.